Manufacturer narrative:
(B)(4). Batch # unk. The lot/batch was not provided; therefore a manufacturing record evaluation could not be performed.

Event description:
It was reported that during an unknown laparoscopic procedure, "the jaws became not to open after clipping the blood vessel. There was no problem to the patient since the clamped tissue was the specimen side." Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.

Manufacturer narrative:
(B)(4).batch # t92r5p. Investigation summary: the analysis results found that an er320 device was received with the trigger closed and damaged, not allowing the device to be opened. The device was disassembled to evaluate the condition of the internal components and the tail trigger was found to be bent. In addition, 17 clips were found remaining inside the clip track. No conclusion could be reached as to what may have caused the reported incident. The reported complaint was confirmed. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance's were identified.